Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: power on resets observed in the black box. The battery compartment has a crack at the threads. The returned battery cap has stripped threads and is not able to fully secure to the pump to power it up; duplicating the power issue. A new test battery cap was able to carefully secure to the pump to power it up. Pump was exercised for 24hr period using test battery cap; no power issues occurred during this time period. A pinkish contrast was observed on the display screen. Removed the pump cover and replaced pink display with test display. The test display has normal contrast with no visible signs of discoloration. No evidence of internal moisture or damage to the pcb or power circuit was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump was not powering on after battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.